Event description:
It was reported to boston scientific corporation that a 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, on (B)(6), 2009 an x-ray was done and the intestinal tube was in the ventricle. The tube was removed and the procedure was completed with a new 80cm two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's exact date of birth is unknown however born in the year of (B)(6). (B)(4).

Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. (B) (4) - replacement procedure. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, on (B) (6) 2009 an x-ray was done and the intestinal tube was in the ventricle. The tube was removed and the procedure was completed with a new 80cm two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.